Event description:
It was reported that the drug port was fractured, and the catheter was leaking lytic. The patient was treated using an ekos endovascular device, 106x6cm and was moved to the ICU following the procedure. After some time in the ICU, it was observed that the bed was wet. Investigation revealed that the connection from the drug port on the catheter had a crack in the plastic portion. The catheter was replaced to resolve the issue. There were no patient complications reported.

Manufacturer narrative:
B3 - date of event: as the event date was unknown, the event date was approximated to the date boston scientific became aware of the event, 02/23/2023. Updated field: g1 - MFR contact first name, MFR contact last name, MFR contact phone number, MFR contact email device analysis: the ekosonic endovascular device was returned to the complaint investigation site for investigation. The site returned only the infusion catheter (ic) and no ultrasonic core (usc). Microscopic visual inspection of ic showed cracking on the drug port luer. The device was tested for leaking, and it was noticed that the device leaked water from the drug port luer where the cracking was present. The device did not leak from the manifold or the coolant luers, which were not cracked. The reported event of a crack in the drug port luer and leaking of liquid were confirmed.

Manufacturer narrative:
Date of event: as the event date was unknown, the event date was approximated to the date boston scientific became aware of the event, on (B)(6) 2023.

Event description:
It was reported that the drug port was fractured, and the catheter was leaking lytic. The patient was treated using an ekos endovascular device, 106x6cm and was moved to the ICU following the procedure. After some time in the ICU, it was observed that the bed was wet. Investigation revealed that the connection from the drug port on the catheter had a crack in the plastic portion. The patient was returned to the catheterization lab and the catheter was replaced. There were no patient complications reported.